Manufacturer narrative:
Instrument performance data was analyzed. A hardware performance check was done, and it was acceptable. The instrument performed within specifications. The investigation did not identify a product problem. The cause of the event was due to misadjustment/misalignment of the sample probe (training issue).

Manufacturer narrative:
The hba1c reagent lot number was 801765. The expiration date was not provided. The investigation is ongoing.

Event description:
We received an allegation about discrepant hba1c results from 1 patient sample tested on a cobas c503 analytical unit. Initial result: 15.5 %. 1st repeat result: 5.8 %. 2nd repeat result: 6.0 %.